Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the stentgraft placement, it was suspected a dissection at the proximal neck. The patient was decided to be monitored. Reportedly the timing in formation of dissection was unknown.